Manufacturer narrative:
As product fell out of patient's mouth on an unknown date. The reported product is pending return for evaluation. Once product is returned and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that implant failed to osseointegrate at area #14. It was within 3 weeks of the implant placement, that fixture (implant) fell out and was in patient's hand. Patient had symptoms of sensitivity; light/moderate discomfort, and implant mobility. There was no infection in implant site and no abnormality with the implant itself. Patient has a pre-existing medical condition of (B)(6). Dental history reported as generalized optimal oral health. There was no evidence of active periodontal infection or active decay before or at time of placement. Patient's status is healthy and healed osteotomy site, asymptomatic and within normal limits.

Manufacturer narrative:
Concomitant medical products was updated - product was returned to manufacturer on (B)(6)2018. The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking and bad oral hygiene could also be contributing factors causing the implant to fail to osseointegrate. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the reported implant. This event will be tracked and trended.